Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "g7 wearable failure" was reported. Date of event is an approximation. On (B)(6) 2025, the patient reported that their wearable device failed four days early. Following the device failure, the patient experienced a hypoglycemic event, prompting a call to emergency medical service (ems). No symptoms were reported by the patient. Ems arrived and treated the patient with IV glucose, leading to recovery. There was no documentation indicating that the patient was taken to the emergency room. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. The patient was in stable condition at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.